Event description:
The customer requested that this device be evaluated. No other information was provided. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.